Event description:
It was reported the patient and physician were unhappy with the device longevity. The device lasted less than 5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5076-52, implantable pacing lead, implanted: (B)(6) 2008. Product ID: 5076-58, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).